Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was attempted with two proglide devices, using the pre-close technique, via a 9f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the sutures of the first proglide device were successfully pre-placed and there was no issue with the proglide device. When the second proglide device was removed from the patient anatomy, an anterior cuff miss was noticed. The white suture was cut in half and the physician noticed that a piece of the suture remained in the patient so the physician pulled the suture out. The sutures of another proglide device were successfully pre-placed. The sheath was upsized to a 12f. The aaa was completed and hemostasis was achieved in the rcfa with the pre-placed sutures of the two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
Internal file number - b)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.